Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of peritonitis, sepsis and eventual cardiopulmonary arrest leading to the patient death. However, there is no documentation to show a causal relationship between the liberty cycler and the adverse event. Reportedly the patient initially was diagnosed with peritonitis, which resulted in the diagnosis of sepsis. The cause of the peritonitis which led to the sepsis is unknown. It is not known if the patient followed proper aseptic technique. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. It is unknown if the patient cardiac history (unspecified) caused or contributed to the event. Based on available information it cannot be determined what caused the peritonitis, sepsis and death. Should additional information become available, the need for a clinical investigation will be reassessed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient died, while performing (pd) treatment. Follow up with the peritoneal dialysis nurse (pdrn) confirmed that this patient with a cardiac history of irregular heart rate (unspecified) expired on (B)(6) 2018 while connected to the liberty cycler during treatment. The patient had presented to the hospital on (B)(6) 2018 after being diagnosed with peritonitis a few days earlier (date unknown). The patient¿s white blood cell (wbc) count was 9.6mm3. The patient denied pain and cloudy effluent. A pd effluent culture (draw date unknown) results were not available. The patient was prescribed/treated with ceftazidime 2500mg per 5l (route, frequency and duration unknown). At some point during the hospitalization (date unknown) the patient was diagnosed with sepsis which the pdrn states was a result of the peritonitis. The patient continued to complete pd therapy during the hospitalization and during treatment on (B)(6) 2018 the patient went into cardiopulmonary arrest and expired. It is unknown if the patient received resuscitative efforts as no information was provided. The pdrn stated that the cause of death is listed as sepsis and cardiopulmonary arrest, however, no end stage renal disease (esrd) death notification or any discharge summary is available. No additional hospital course is known.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.